Event description:
It was reported that patient showed high lead impedance during diagnostics test. X-rays were taken and were sent to manufacturer for further review. Surgeon indicated that patient had a replacement of battery but lead impedance would show high. X-rays were reviewed and found no lead discontinuity or any such anomaly with the lead that could be causing the high lead impedance. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. No gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.